Manufacturer narrative:
Submit date: 5/19/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that when trying to drawn up medication into the syringe by the stopper not being sealed properly it allows air bubbles into the syringe.